Event description:
Contact reported that during use a portion of the device came free in the joint. Piece is not intended to come free from the device. Piece was located and removed from the site. Contact reported no adverse patient event as a result of this situation. If this were to recur and the piece not located it could result in potential patient injury, or surgical intervention.